Event description:
Lasik surgery to both eyes. Procedure was to create "mono-vison" with left eye for distance vision, and right eye for near vision. Initial surgery failed as right eye healed with a focal distance of approx 8 inches instead of the desired 24 inches. After three months for the initial surgery to heal, a second procedure was performed to correct the right eye. This procedure also failed, as the right eye now had a focal distance, approx 30 inches. The surgery center suggested solution was to alter the left eye, which had headed properly following the first procedure. I declined, not wanting to risk my vision any further. The initial assessment was performed by a technician and an optometrist. I did not see the surgeon until just minutes before the procedure. To this day I require eye drops several times a day - a possibility that was not impressed upon me prior to the surgery. After 21 months, I gave up squinting in order to read and returned to glasses. I now wear tri-focals. I believe the decline of my near vision, which was fine before the surgery, was hastened by the surgery. I would not recommend this surgery to anyone. Dates of use: 1. One day in 2006, 2. In 2006. Diagnosis or reason for use: 1. First surgery, both eyes. 2. Second surgery, right eye only.